Event description:
Additional information was received. It was reported the neurostimulator was replaced. It was indicated patient "was good, got sensor and was happy, all working well."

Event description:
It was further reported that the device was removed. There were no injuries. The patient recovered with no sequelae.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID: 37743fa, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of implantable neuro stimulator found a battery end of service (eos) condition due to three over discharges. No significant anomaly.

Event description:
It was reported on (B)(6) 2012 that the patient's implantable neurostimulator (ins) was unresponsive to telemetry attempts by physic ian programmer, patient programmer, and recharger. The patient had a fall during (B)(6) 2012. The patient felt stimulation until (B)(6) 2012. There was a bleeding, and a black and blue bruise over the ins. There was seroma in the ins pocket. No evidence of infection was reported. The ins was palpable and near the surface of the skin. The patient normally was charging his ins once a week for a couple hours, and normally got good coupling. An attempt at testing the antenna-locator (al) feature was performed, and the ins was "not too deep." Values obtained from recharge statistics (rr codes) were all checked and had values of zero. A physician-recharge-mode (pmr) session was performed, but the device still did not work. Additional information received on (B)(6) 2012 reported that the patient's fall was from an elevated position while pulling a rope, and the rope gave way causing the patient to fall on his ins. A gelatinous clot was reported. Additional information has been requested, but was not available as of the date of this report.